Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed specifically in distal cut resection. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process. Therefore, a root cause cannot be determined with a single assignable cause. Please refer to ¿recommendations¿ for guidance on how to ensure the most optimal outcome is achieved. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Recommendations: the investigation found that both tibial fiducial landmark acquisition and femur fiducial landmark acquisitions are done sub-optimally. The check points were created on the pin/array and not on the bone. Since the checkpoints were placed on the pin/arrays, they lose their purpose and it would be difficult to confirm if there was femur array movement. When the checkpoint is placed on the pin/arrays, when array movement happens the checkpoint also moves. This may lead to failure in accurately diagnosing array motion during the procedure. It is recommended that the user follow the guidance in the instructions for use. Position each checkpoint at a site where the bone will not be resected, e.g., below the anticipated tibial resection plane. Create each checkpoint cautiously with the appropriate instrument and into the cortical bone. The checkpoints must be easily identifiable later during the procedure. Marking the checkpoints with a surgical pen will facilitate finding their location. Please refer to the instructions for use version that corresponds to the software version being used. It is recommended that the user follow the guidance: intraoperative use, pre-operative setup checklist "the following steps must be confirmed prior to the start of the intraoperative procedure" "holding arm is attached to the bedrail, aligned with the center of the patient¿s hip" it is recommended that the user follow the guidance for "robotic-assisted device positioning". It is recommended that the user follow the guidance from the instructions for use related to leg stabilization and cutting technique to reduce the likelihood of blade deflection. It is recommended that the user follow the guidance from the instructions for use related to system troubleshooting, resection planes look inaccurate: utilized to verify the resection plane accuracy and correct any deviations. Root cause summary: the investigation found no issues or defects, because the pointer tool was not used. Therefore, the most probable cause for the described issue cannot be established as no defect was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5. Event description: up follow-up with the reporter, additional information was received which states: the cuts were reported to be off, however it was unknown how much and the pointer was not used to verify. It was reported that the procedure was completed successfully for cemented implant as planned.

Event description:
It was reported that during a total knee arthroplasty (tka), while using the robotic-assisted solution satellite station device, all cuts were off except the distal cut. The exact amount of the cuts being off was not reported. It was reported that the procedure was switched to manual tools. It was reported that there was no delay in surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.